Event description:
Our medical director did message me saying that it was picking up well (blood pressure monitoring signal) the entire time but they were concerned it wasn't accurate during a time of potential hypotension. The infant's heart rate was high (189) and the cuff pressure was reading pretty low 34/18 (23) but the boppli was reading a normal blood pressure of 59/36 (46). They do believe based on the clinical exam of the patient that he was actually hypotensive at the time. Ref report: mw5159505.